Event description:
During the surgery, the anchors broke. The anchors were removed from the pt and it is unk how the sites were prepared. Surgeon used three more bioraptors and completed the case.

Manufacturer narrative:
The device has not been returned from the customer for evaluation. (B) (4)